Event description:
Evaluation summary: the device was returned to medtronic for analysis. The device was kinked at the hypotube at 23cm from the strain relief. There was resistance when a 0.015¿¿ mandrel was attempted to be passed through from the wire entry port through to the tip. It was noted that the distal tip was stubbed and damaged. On inspection of the balloon it was noted that blood was located on the inside of the balloon. It was also noted that the balloon had a longitudinal burst on the distal section of the balloon.

Event description:
Physician was attempting to use one sprinter legend balloon to pre-dilate a lesion in the rca with 85% stenosis and vessel tortuosity but the device could not pass. The physician tried many times without success. It was reported that the physician noted a balloon leak during the procedure. Another balloon was used. The patient is good. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (related to operational context) ¿ balloon burst is most likely procedural related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology ¿ 85% stenosis and tortuosity). Deformation problem. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 85% stenosis and tortuosity. Related to operational context ¿ (balloon burst is most likely procedural related). Inconclusive ¿ (investigation in progress). (B)(4).